Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.5/2.0/89 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was indicated that the patient has refractive surprise and there are "no issues. Vault was not recorded on most recent vision; but at a previous visit it was 3+ icl thickness; vector analysis was done but no decision on further treatment". Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5 - it was indicated that the patient had lens rotation. This should have been included in the initial MDR. Claim#: (B)(4).